Event description:
It was further reported that during a device check, the right ventricular (rv) lead was noted to have high thresholds and the detect ions had been programmed off. Approximately two weeks after the device check, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d274trk biv ICD, implanted: (B)(6) 2010, 419688 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance greater than 200 ohms due to a possible fracture. A lead evaluation was done at the device change-out for normal elective replacement indicator (eri) and no changes were made. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that a lead alert had been triggered as the short interval counts (sic) had been rising and nonphysiological noise had been seen on the electrograms. The lead remains in use and there is a planned lead replacement.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was also noted that analysis of the device memory indicated a lead impedance out of range alert and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4)